Event description:
It was reported that hook came off on (B)(6) 2012. We reported about this pt as per (B)(4). We cannot specify if the crossconnector which could not be loosened effected the "came off hook" (this per).

Manufacturer narrative:
Other products reported in this complaint are: xia titanium 4.5 transverse process hook left, cat # 48130231, lot 107409; xia titanium 4.5 transverse process hook right, cat # 48130230, lot 078147. All items in this complaint were not returned as they remain implanted. Method: complaint history analysis, risk assessment, DHR review. Results: this is the first report of hook disengagement for the xia 4.5 product line. The dhrs for all implicated devices were reviewed and no deviations were noted. In this event, all the hooks dislocated post-op requiring a revision surgery. The pt from this event is the same pt from medwatch 9617544-2012-00031; stryker spine believes it is unlikely that the malfunction from that medwatch affected the hook disengagement in this event. Conclusion: the product was not returned as the operating surgeon left it implanted. As such, the complaint could not be fully investigated as the implicated devices were not returned.